Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has not yet been completed. The reported problem (charger problem) has not yet been confirmed. The charger/modem has not yet been returned to zoll. A supplemental report will be sent upon receipt and completion of eval. No adverse event resulted from the alleged defective charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the charger/modem was prompting that there was a problem. The pt was provided with a replacement charger/modem.